Manufacturer narrative:
As reported in a research article, a patient had an amplatzer duct occluder 2 additional sizes device implanted which one month later had obstructed the left pulmonary artery and was explanted. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The article "transcatheter closure of hemodynamic significant patent ductus arteriosus in 32 premature infants by amplatzer ductal occluder additional size-adoiias" was reviewed. "This research article is a case study on 30 days old 1,080 gram patient. An 5-4 amplatzer ado ii was associated to the case study. The defect was closed by the device without obstruction of the adjacent arteries post procedure. One month later, however, the proximal disk had totally obstructed the left pulmonary artery . Subsequently the device was retrieved surgically and the left pulmonary artery was successfully reopened by dilation. There is no allegation of malfunction of the abbott device. The article concluded that it is feasible to close hspda in relative safety in premature infants who have severe and complex disease. The primary author of the article is patrice morville, md of pediatric and pediatric cardiology, head of nicu, american memorial hospital, reims, france with the corresponding email: morvillep@aol.com.